Event description:
It was reported that patient underwent a left knee arthroplasty. Subsequently, patient underwent a poly swap due to arthrofibrosis. Patient had better range of motion for a time but then it decreased due to fibrous tissue buildup. A further revision was performed to remove the entire knee and replace with a revision system. No further patient consequences have been reported.

Manufacturer narrative:
(B)(4). D10 medical devices: persona femur trabecular metal (cr) standard porous catalog#: 42502806401 lot#: 65658867 tibia cemented 5 degree stemmed left size e catalog#: 42532007101 lot#: 65425089 palacos r + g (1x40) catalog#: 66022663 lot#: 63661148. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00155 and 0001822565-2024-01438. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.